Event description:
The reporter stated that the female luer lock cracked. The cracks became larger during use and started to leak. The patient received less medication than was needed. No further information was available.